Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.

Event description:
According to the event description: customer report as follows "bbraun burette pump - machine not pulling appropriate volume of IV fluids. Noticed that IV bag was not decreasing appropriate volume / not infusing at all" & "@ approx 0130hrs author noticed chemo hydration bag had not run through correct volume to be infused despite topping up burette in the prev hours IV fluid bag still appeared to have approx 250mls in bag + 150mls in burette when bag was due to be changed by author unsure how pump had not alarmed. The pump was not actually drawing through the volume to be infused even though it says it was running @ 175mls/hr line not blocked or clamped. Pump removed from patient and iims attended.